Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for tube color variation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and incident was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube wall was found discolored to yellow before use. The following information was provided by the initial reporter: "color variation. Customer found that the color of tube wall had changed to yellow."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube wall was found discolored to yellow before use. The following information was provided by the initial reporter: "color variation. Customer found that the color of tube wall had changed to yellow."